Event description:
I have ebmd and recurrent erosions in my right eye. My doctor placed a bandage contact lens on my right eye to aid in healing and I was told to use ivizia drops hourly to keep it moist. I had been using ivizia maybe 2x a day before this. I used them several times that day and that evening I had a major erosion under a bcl. Continued to use the ivizia until 3 days later I was told by the on-call doctor to remove the bcl because it sounded like it was causing more irritation. Took it out to uncover a 1.8 x 2.1 mm erosion that was not there when the bcl was put in. Ended up having to go to see the doctor on call and get a replacement bcl, and I stopped the ivizia drops and switched to other drops and then my actual healing of that eye began. Recurrent erosions and bcl.